Manufacturer narrative:
This report is submitted on oct 21, 2021.

Event description:
Per the clinic, the patient experienced poor performance and open circuits were noted on all electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on january 12, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 25, 2022.